Event description:
Guidant received info that this transvenous defibrillation lead exhibited low sensing values and noise, resulting in non-sustained episodes. Perforation of the right ventricle was suspected. The physician elected to transfer the pt to a facility closer to the pt's home, deactivating the device during transit. While trasferring the pt, the pt expired. Pulmonary edema is suspected to be the cause of death.